Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the talent occluder device. The exact size of the device is unknown. The brand name ocl12 has been selected for categorisation purposes. Survey results from an interventional cardiologist in practice 18 years, who has used the device 20 times in total over the last 4 years and 10 times in the last 12 months. During use of the talent occluder, the following complications were encountered; entry site hematoma and haemorrhage. Entry site hematomas had occurred in the last 12 months, some were considered to be related to the device itself and the physician found them not at all concerning. The physician was aware that these were a potential complication as per the IFU. Some of the haemorrhage events were considered to be device related, the physician found them somewhat concerning and was not previously aware that they were in the IFU. Of the above complications (adverse events) reported for talent occluder, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information has or will be provided.